Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. To date, the sample has not been returned for evaluation. The doctor reported that this patient was placed in restraints during his hospitalization, after the filter was placed. The doctor felt that the restraints affected the position of the filter and predisposed this event. The IFU for this device states: potential complications- perforation of the vena cava wall.

Event description:
The pt returned to the hospital for a routine removal of the vena cava filter. A cava gram taken prior to removal showed the legs and arms of the filter have splayed. According to the doctor, the legs penetrated the cava wall. The pt was asymptomatic. The filter was removed, as planned, without issue.